Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system became unresponsive after trying to download patient images from picture archiving and communication systems (pacs). The site downloaded three cranial scans and one spine scan for the patient, and the system became unresponsive after deleting the spine scan. The system was rebooted but continued to become unresponsive. The manufacturer representative (rep) experienced one such occurrence after rebooting and logging into the application. The system stopped on the select procedure screen. The camera cart was not plugged in during this time. The screen was unresponsive to touch and mouse interaction. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735762, software version: 2.1.0 h3, h6) the system was serviced in the field. In summary, the software application was uninstalled and reinstalled and the system then performed as intended. Codes b01, c10, and d02 are applicable.  H3, h6) software data was returned and is pending analysis. Codes b21, c21, and d16 are applicable. H6) multiple annex a codes were applied to capture this event. A1301 captures the unresponsive screen, a110201 captures the system becoming unresponsive and a13 captures the patient images attempting to be downloaded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the software analysis was completed. There was enough evidence to suggest that a software anomaly occurred on the event date. Codes b01, c10, and d18 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.